Event description:
Broke all my existing teeth; was advised by dentist that dental implants would fix my jaw and lifelong neck pain but implants, now removed, were horrible and painful for many years until I could afford to have them removed. (B)(6) down the drain and years of paying off credit cards. Health problems upon health problems linked to dental implants. Nightmare. It was the worst thing in my life every single day. I was eating my broken teeth, choking me at times. Horrible. Years of horror. I now pay monthly credit card bills again to have them removed and will, most likely, the rest of my life. Dentist has info. FDA safety report ID # (B)(4).